Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ safety needle's safety mechanism snapped off while attempting to engage it. The following information was provided by the initial reporter: "bd eclipse needle, 25g, 0.5mmx25mm safety mechanism snapped off from needle head while I attempted to engage safety mechanism with forefinger. Almost pricked myself with the needle. Was not able to engage safety mechanism, threw needle into sharps bin."

Event description:
It was reported that the bd eclipse¿ safety needle's safety mechanism snapped off while attempting to engage it. The following information was provided by the initial reporter: "bd eclipse needle, 25g, 0.5mmx25mm safety mechanism snapped off from needle head while I attempted to engage safety mechanism with forefinger. Almost pricked myself with the needle. Was not able to engage safety mechanism, threw needle into sharps bin."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2012014. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not returned for this incident, twenty retained samples of the same lot number were obtained for evaluation by our quality engineer team. Through examination of the samples, no defects were observed with the safety mechanisms and it was possible to activate them by following the instructions for use. At this time, a cause related to the manufacturing process could not be determined for this reported issue. Each lot number produced is tested prior to release for final safety shield activation testing (the force required to activate the eclipse hypodermic safety needle). In addition, our assembly process has a system in place which inspects all product for proper opening and activation of the safety shield and rejects any defective product found. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10